Manufacturer narrative:
Follow-up # 1 date of submission 11/15/2016-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared fully illuminated and functional; the complaint was not duplicated. Unrelated to the complaint, evidence of moisture ingress was observed behind the display lens. A leak test was performed and failed due to a display lens leak. The pump case was removed, and further evidence of moisture ingress was found on multiple internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.